Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. As the occlusion alarms had occurred prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusions was unable to be performed. In addition, it reported that the insulin gauge displayed an inaccurate fill estimate. Although requested, the customer declined to provide additional information on the issue. Blood glucose level was 159 mg/dl.